Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys nodes were reloaded and the circuit boards were reseated. The sys was tested and found to be working as intended and returned to svc.

Event description:
The fse reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death associated with this event.